Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use.during the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. In technical findings error codes were confirmed.

Manufacturer narrative:
H3 other text : device serviced by third party service center.